Event description:
Two im3. St were used from lot number 04089. The placements were successful and functioned as desired. Upon removal of one of the im3. St the bolt separated slightly. Unknown if this device will be returned for evaluation. No patient injury was reported. Additional information was requested and received. The device was in place for twelve hours before the patient expired (unrelated to the use of device). The nurse indicated she could visualize where the device may be breaking apart but the device continued to function and was still together until being discontinued. The device fell apart upon removal from the patient.